Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer received higher readings from the adc freestyle libre sensor. On (B)(6) 2019, the caregiver reported a sensor scan result around 350 md/dl. The caregiver administered insulin (type/ dose unknown) to the customer based on the high values from the scan and subsequently, the customer had a hypoglycemic event and the caregiver provided food to the customer. At that time, a blood glucose of 60 mg/dl was obtained on a competitors brand meter and the customer was taken to the hospital. The customer was diagnosed with hypoglycemia and monitored, but there was no medication given. The following readings were obtained while being monitored in the hospital: at "08:00" built-in 295 mg/dl, a sensor scan of 331 mg/dl, and a 230 mg/dl on the hospital meter and at "11:30": 389 mg/dl from the built-in meter, a scan of 420 mg/dl, and 210 mg/dl obtained from the hospital meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader indicated by the serial number provided by the customer were reviewed. The dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caregiver reported a customer received higher readings from the adc freestyle libre sensor. On (B)(6)2019, the caregiver reported a sensor scan result around 350 md/dl. The caregiver administered insulin (type/ dose unknown) to the customer based on the high values from the scan and subsequently, the customer had a hypoglycemic event and the caregiver provided food to the customer. At that time, a blood glucose of 60 mg/dl was obtained on a competitors brand meter and the customer was taken to the hospital. The customer was diagnosed with hypoglycemia and monitored, but there was no medication given. The following readings were obtained while being monitored in the hospital: at "08:00" built-in 295 mg/dl, a sensor scan of 331 mg/dl, and a 230 mg/dl on the hospital meter and at "11:30": 389 mg/dl from the built-in meter, a scan of 420 mg/dl, and 210 mg/dl obtained from the hospital meter. There was no report of death or permanent injury associated with this event.